Event description:
A distributor reported that a surgeon was removing a size 30m cmc nugrip implant from a pt due to pain in the joint. The physician also noted that during the original surgery, the implant seemed to be smaller than the trial that was used to confirm fit. The x-ray that was provided with the reported event showed that the head and the collar of the device subsided into the trapezium and the stem seemed to have shifted slightly in the metacarpal.

Manufacturer narrative:
The physician reported that he had implanted a size 30m into the pt. Upon review of the sales records, the device that was sold to him was a 20s. The returned implant as also confirmed as a 20s and it had met all of the mfg specs. Based on the initial report, it is possible that the original physician observed of the trial being larger than the implant, the subsidence into the trapezium, and the stem shifting in the metacarpal is an indication that the physician prepared the joint for the larger size (30m) and incorrectly used the smaller implant size (20s). Product and surgical instruments are clearly marked with the correct sizes. Conclusions: the implant endured approx 0.47 years without damage.